Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high defibrillation impedance due to lead dislodgement. During the lead revision procedure, the helix would not extend. Multiple attempts were made but were not successful. The lead was explanted and replaced. Patient was stable.